Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced significant difficulty attaching the luer connector while changing supplies. After attempting three other connectors, the patient was finally able to attach it and resume insulin delivery. The patient indicated that attaching connectors has generally been difficult, but this instance was particularly challenging. Bg levels were not affected. The patient was educated that the connector should not be difficult to attach or remove and was advised to try removing the ilet case during the next site change to see if it attaches more easily. The patient acknowledged this and was unaware the ilet was in a case. The patient requested a new hard case while away from home, and one was sent to the provided address. No additional assistance was needed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.